Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was over 400 mg/dl and 498 mg/dl. The customer also reported that the infusion set leaked. Customer states location of the leak was site. The customer reported that the cannula was coming out. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.